Manufacturer narrative:
During a f/u call, a control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The meter and test strips will be returned for eval. Test strip lot # 1020214027, expiration date: 01/2016. Control solution lot: 1030113086, range: 82-127 mg/dl. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.

Event description:
It was reported to nova biomedical that the consumer experienced a hypoglycemic event which required emergent food intervention to help raise her blood glucose level. At 7:18 pm the consumer received a blood glucose result of 153 mg/dl and based on that result administered 3 units of insulin. Sometime between 10 pm and 11 pm the consumer was found unresponsive by her spouse. At this time the consumer's spouse gave the user some dr. Pepper and crackers to help raise her blood glucose level. At 4:09 am the consumer performed another test getting a result of 438 mg/dl and administered 3 units of insulin. During the call to customer support, it was revealed that the consumer did not control solution test for integrity before use their initial test strips as instructed in our directions for use. While on the phone a control solution could not be performed because the consumer did not have any control solution.